Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did move forward, indicating a needle mechanism failure. The pod was not worn. Blood glucose levels were reported above 250 mg/dl. A new pod was placed and activated.

Manufacturer narrative:
The pod arrived not deployed. Low pulse widths were observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the gear. The needle mechanism failed to deploy by the end of second prime as a result. No damages were observed on the drive mechanism. The failure of the hook talon to detent the ratchet gear is confirmed as the cause of the reported needle mechanism failure, though a further root cause for the failure to detent could not be identified.